Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 400mg/dl and a correction bolus was delivered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and stated that were able to close the alarm and it cleared the occlusion. The customer reported that the pump would continue to be used for insulin therapy.